Manufacturer narrative:
This report is for 1 unknown drill bit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: the complaint received states that during drilling, tip of the drill bit snapped off. It was reported that there was no part of the drill bit remaining in the patient. This report is for an unknown drill bit. This is report number 1 of 1 for (B)(4).